Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the hyperglycemia. The customer¿s blood glucose level was 412 mg/dl. The customer¿s sensor glucose level was 100 mg/dl. The clinic said the customer was allergic to the insulin. The customer reported that her sugars was not stable either with manual injections or with the pump. The customer did not provide the information regarding the treatment. The device will not be returned for the analysis.